Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device gas inside the balloon cannot be completely ruled out. The customer stated that there was no reported patient involvement.